Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse replaced the system's universal surgical manipulator (usm) to address the repeated errors (319) during the patient side cart (psc) docking. Following service, the system was tested and verified as ready for use. Isi received the usm associated with this complaint and completed the device evaluation. Failure analysis (fa) investigation confirmed the reported issue, as the usm triggered an error 319 on the axes controller carriage (acc) during in-house testing. Fa swapped the rolling loop fiber cable with a test one, and system did not trigger any errors. After reinstalling the original rolling loop fiber cable, the error 319 came back.

Event description:
It was reported that during a da vinci-assisted myomectomy surgical procedure, error 307 occurred on the system's universal surgical manipulator (usm) 4 and an error 319 occurred after power-cycling the system. The customer contacted an intuitive surgical, inc. (Isi) technical support engineer (tse) to report the issue. The tse had the customer perform a hard power-cycle on the system, but the issue reportedly persisted. The tse checked the error logs and identified error 319 on the usm 4, axes controller carriage (acc). The customer confirmed that they disabled the usm 4 and will continue the surgery without the arm. The procedure was completed as planned with no reported patient harm, injury, or adverse outcome.